Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(6). A manufacturing evaluation was completed: the broken product was returned in a packaging different from the original packaging. The tip broken tip of the device was not returned. The laser etching was readable. Usage marks on several areas were visible. A device history record review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. All relevant and measurable dimensions for the function of the product were measured, and fulfill the specifications. In addition the raw material was also checked and fulfills the specifications. Based on this the complaint is rated as confirmed but not valid from the manufacturing point of view. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during a procedure for a distal end fracture of fibula on (B)(6) 2016, the drill bit broke and piece remained in the patient. The surgeon was using the drill bit to pre-drill the screw holes in a posterolateral plate being temporarily held in place with a k-wire. Cortex screws were used to reduce the fracture and locking screws were used for all the distal holes of the plate. The broken and retained fragments were discovered when x-ray image intensifier was used to confirm the operated site. Since the surgery was basically complete, the surgeon decided to leave the fragment in the patient. It was reported the surgery was extended by five minutes. The surgeon noted that the breakage likely happened before the drill bit was removed to release the holding of the distal part of the plate because he felt like a depth gauge hit something when inserted into one of the plate holes and had an abnormal screw length was shown.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(4). Device history records was conducted. The report indicates that the 323.062 ¿ 9168327, manufacturing site: (B)(4), manufacturing date: 07.oct.2014, expiry date. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a surgery for distal end fracture of fibula was conducted on (B)(6) 2016. During the surgery, tip of the reported drill bit was broken and dropped into the patient. The fragment has been remained in the patient. There was a surgical delay. However, the length of the prolonged time is unknown. Surgery for distal end fracture of fibula was conducted on (B)(6) 2016. The surgeon took the surgical procedure as follows during the surgery. The patient was (B)(6)-old male. No information (product and lot. Number) of the used plate, k-wire, sleeve, depth gauge, plate and screws. X-rays received material will be returned. This report is 1 of 1 for com-(B)(4).